Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 07-aug-2020 to ensure the replacement products resolved the initial concern: able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 326 mg/dl. Wife also stated that the customer had obtained error messages; wife did not disclose which error messages. The customer¿s expected fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; wife stated that customer had used all the test strips and did not have another vial. Wife was not able to provide the lot number but had provided an open vial date of 06/15/2020. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6).